Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, the right atrial lead exhibited noise and inappropriate automatic mode switch. The noise was not reproducible. No interventions were made and the lead remained implanted. The patient was asymptomatic before, during and after the check.